Manufacturer narrative:
Device not yet received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Event description:
Abutment fractured at the collar. The fracture happened after the abutment had been in the mouth for several months. No patient injury.

Manufacturer narrative:
"Other serious" should be unchecked. "Method code" was incorrectly documented in 0001038806-2013-00160 -1 although product was returned for evaluation, the individual product was not investigated as it was determined this event was related to an existing product problem identified and recalled. "Replace" box was checked in error.

Manufacturer narrative:
Evaluation is in process, but not yet complete.